Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The device was evaluated upon receipt. The pt1 and pt2 ports were found to be damaged on the isolation circuit card. The isolation circuit card was replaced. The device passed all applicable testing and is ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The latest labeling revision was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device outer shell left center nut plate was spun out. The pressure sensor wiring was found pinched against the chiller frame. Patient temperature (pt1) and patient temperature (pt2) connections on the isolation circuit card were both damaged. The right side of I/o circuit card front metal housing is bent. The chiller molded tube was found not clamped at the evaporator inlet. The hot side connector between the power inlet module and the ac main voltage circuit card was found to be blackened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device outer shell left center nut plate was spun out. The pressure sensor wiring was found pinched against the chiller frame. Patient temperature (pt1) and patient temperature (pt2) connections on the isolation circuit card were both damaged. The right side of I/o circuit card front metal housing is bent. The chiller molded tube was found not clamped at the evaporator inlet. The hot side connector between the power inlet module and the ac main voltage circuit card was found to be blackened.